Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected the instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received from the vad coordinator stating that a patient's controller had "nearly no sound" and that the no power alarm was not working. The device was exchanged with no reported patient consequences.

Manufacturer narrative:
The reported event of an audible alarm failure was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis revealed that the device passed visual examination but failed functional testing as the volume of alarms were barely audible. The no power alarm however, would sound when both power sources were connected. Internal inspection of the controller did not reveal any anomalies. The speaker was replaced during supplemental testing and the results revealed that controller regained functionality. As a result, the most likely root cause of the reported event can be attributed to a faulty speaker. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.